Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were reported to be small in diameter with light access. It was reported that the bifurcated stent graft was being pulled down but due to the narrowing of the artery the stent graft moved up covering the renal artery. The physician attempted unsuccessfully to pull the stent graft back to the correct location. The physician elected to place a stent in the renal artery. The final angiogram results were good. No additional clinical sequelae were reported and the pt is fine.